Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 during a laao procedure, a 28 mm amulet was attempted to be used but was mis-sized due to the patient anatomy. The physician replaced the device with a 25 mm. Because of thrombus formation at the tip of the sheath noticed in tee, this device was retrieved, thrombus aspirated and a new 25 mm amulet was used. During the advancement of the 2nd 25 mm device, thrombus formation was noticed again. The device was retrieved and rinsed. A tether was noticed on the outside of the frame of the occluder and discarded. A final 25 mm amulet was deployed and successfully implanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event was reported of thrombus formation at the tip of the sheath during advancement of a second amulet device. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, following the mis-sizing the initial amulet was retracted through the sheath. Per warnings section of the instructions for use, artmt600034453, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."